Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 750 mg/dl with abdominal pain, polydypsia, polyuria, confusion and nausea associated with an inaccurate delivery issue. Reportedly, the patient resumed the insulin pump and was hospitalized and treated with insulin via injection and IV fluids. Troubleshooting was unable to be completed at the time of the call. It was reported that the patient&#38112;healthcare provider made recent changes to their basal rate. Customer technical support referred the patient to their healthcare provider for diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box showed a replace cartridge alarm on (B)(6) 2015 at 23:55; deliveries resumed at (B)(6) 2005 at 09:02. The pump completed 24hr duration testing with no errors, alarms or warnings. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.